Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm volume and vibration were too low, that damage to the pump housing caused difficulty loading cartridges and that the cartridge was leaking from unspeficied location. Customer declined to troubleshoot the issue with tandem technical support. Therefore the allegation could not be confirmed.